Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: -black shadows in the image. -scratches on the distal end of charged couple device glass. Based on the results of the investigation, a root cause of the water leaked was unable to be confirmed. Furthermore, it is likely the black shadows in the image occurred due to a component failure of the distal end glass. The cause of a component failure of the distal end glass could not be determined. The most likely cause is the application of a physical external force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a water leakage. The issue occurred during reprocessing. There were no reports of patient involvement.